Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d10, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned femoral impactor pad identified nicks and gouges consistent with the use of the instrument, and is fractured. Device history record was reviewed and no discrepancies were found. The device has had a potential field age of over 5 years with an unknown number of uses. The root cause of the reported issue is attributed to wear and tear of the device from use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
An impactor was found fractured following sterile processing. No adverse events have been reported as a result of the malfunction.